Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system leaked at septum.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7019422. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Also, with the samples provided to us by your facility, our engineers were able to identify aging of the septum as the root cause for this event. The septum is expected completely close after the removal of the cannula, this seal prevents the leakage of the device. During our evaluation, the septum of the returned device was found to be open. From previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices. CAPA 166486.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system leaked at septum.